Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes was not provided with the catalog number and lot number.

Event description:
The affiliate reported via email the milagro advanced guidewire was bend - tip of screw broke. There was no delay.

Manufacturer narrative:
The complaint device was discarded by the facility and is not available for physical evaluation. The reported complaint cannot be confirmed. It was reported that the tip of the guidewire was bent which may cause the screw to be inserted off axis or cause the screw to hit the guidewire, resulting in the reported screw break. However, without the evaluation of the product, a root cause for the reported device failure cannot be conclusively determined. The product code and lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: unavailable. Depuy synthes mitek was not provided with the catalog number and lot number.

Manufacturer narrative:
Corrected data: added additional event information received to field event description. The complaint device was discarded by the facility and is not available for physical evaluation. The reported complaint cannot be confirmed. It was reported that the tip of the guidewire was bent which may cause the screw to be inserted off axis or cause the screw to hit the guidewire, resulting in the reported screw break. However, without the evaluation of the product, a root cause for the reported device failure cannot be conclusively determined. The product code and lot number of the device was not provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: unavailable. Depuy synthes mitek was not provided with the catalog number and lot number.

Event description:
The affiliate reported via email the milagro advanced guidewire was bend - tip of screw broke. There was no delay. Additional information received via email from the affiliate on 11-21-2017: the brakeage of the screw occured during insertion with guidewire. The broken implant was completely taken out. Another screw were inserted the same way ¿ very short delay. No pics of the broken screw. The hospital disposed the screw and the packaging. I am very sorry I do not have any further information about this case. It was the same bone hole and the delay about 5-10.